Manufacturer narrative:
(B)(4) correction: following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 309657. Batch # unknown. It was reported that the bd luer-lok "broke". The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. ¿ caller reported needle broke while insertion to the cartridge¿ with how many syringes/needles did the caller experience the issue? ¿ one. ¿ was the syringe/needle reused? - no. ¿ product with issue - bd 3ml syringe, pn 309657. ¿ is product available for return to bd? ¿ no. ¿ product lot # -w1572059. ¿ did issue cause any injury? - no. ¿ how did the caller resolve the issue? ¿ changed needle only and successfully filled a cartridge with insulin. Resolution ¿ no further tandem follow up is required. Pt ask for replacement. Cts proceed with 1 replacement. Failure related to needle, but material number belongs to syringe only product. 1, kindly conform the material & lot. 2, kindly conform the issue. - no additional information is available.